Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic for high lactate dehydrogenase (ldh) management and subsequently it was noticed that the patient had black electrical tape wrapped very tightly along the entire driveline. It was reported the vad coordinator could palpate a separation of the white sheath from the controller connection under the black electrical tape. The patient was having no alarms on the controller or system monitor and log files and x-rays were sent in. It was reported that the patient stated they saw the sheath pull away from the controller at home and the patient saw the wires underneath and covered the driveline in electrical tape. The account has requested an onsite clamshell repair for the separation and if there is any noted driveline thinning of the shield on the x-ray, the account will be requesting a full driveline repair. It was reported that the patient had a notable separation of sheath at controller connection and electrical tape wound tightly down the entire portion of the driveline. The x-rays submitted were unremarkable. Technical support asked for a picture of the separation of the sheath at the controller connection. Technical support reported that the separation may be resolved with a clamshell repair but without seeing a picture of the area of concern, they could not make a recommendation. There was a plan for the patient to have a clamshell repair performed on (B)(6) 2020. An update was reported on (B)(6) 2020 that confirmed the patient underwent a driveline repair. The splice started approximately 2.5 inches from the exit site. There were no alarms after the repair. The vad coordinator reported that the cause of the elevated ldh could be from suspected pump thrombus although not definite as of yet. The patient was and remains asymptomatic and was put on a heparin/argatroban drip for treatment. The vad coordinator also reported that patient¿s ldh was nearly back to baseline, and that the patient will be discharged to home either (B)(6) 2020. The vad coordinator provided additional information that no sub-therapeutic international normalized ratios (inrs) were noted for the past six months and that there were no abnormal pump parameters for the patient. X-rays and echo diagnostics were performed but no ramp or CT scans were completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed the report of separation of the white sheath from the controller connection and identified several tears in the outer silicone jacket. However, the report of suspected pump thrombus could not be confirmed through this evaluation. A specific cause for the report of suspected thrombus and elevated ldh could not be confirmed through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively determined. The account communicated that the patient came to the clinic for high ldh. It was noted that there were no subtherapeutic inrs noted for the previous 6 months. It was thought that the cause of elevated ldh was suspected pump thrombus, but it was not definite. The patient remained asymptomatic, and there were no abnormal pump parameters. The submitted log file captured the pump functioning as intended above the low speed limit with no atypical alarms. Pump power ranged between 4.7 and 6.4 w, estimated flow ranged between 3.1 and 6.3 lpm, and average pi ranged between 4.7 and 7.5. It was also reported that the patient had black electrical tape wrapped very tightly along the entire driveline, and the vad coordinator could palpate a separation of the white sheath from the controller connector under the tape. No alarms were reported. A cosmetic distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 21¿. Black eectrical tape was observed along the majority of the returned portion of the driveline. The outer layers of the driveline were removed approximately 18¿ from the controller connector. The distal end bend relief appeared to have separated from the controller connector. Upon removal of the observed electrical tape, the underlying outer silicone jacket appeared bunched and twisted with several tears noted along the returned portion of the driveline. The silicone layer was also completely removed approximately 11.5¿ through 15¿ from the controller connector. The underlying bionate did not reveal any evidence of damage. Metal braided shield breakdown was observed along the length of the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues. It was later reported that an x-ray and an echo were performed, but no ramp or CT were performed. The patient was started on a heparin and argatroban drip, and it was reported on (B)(6) 2020 that ldh was nearly back to baseline. The patient would be discharged on either (B)(6) 2020. The patient remained ongoing on (B)(6) following this event with no further issues until it was reported on (B)(6) 2020 that the patient expired (reference (B)(4)). (B)(6) has not be returned at this time. No further information was provided. The manufacturer is closing the file on this event.